Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
High impedance was seen for a patient with an m1000 generator. X-rays were reviewed for the patient. Complete pin insertion was confirmed as the pin could be seen through the second connector block. The feed through wires, and the lead wire continuity appeared normal. Part of the lead was behind the generator and could not be assessed. In the portions of the lead visible, no gross lead fractures or other anomalies were observed. No other anomalies were seen, and there was no cause of the high impedance seen. Design history records were reviewed for the generator. The device passed all functional specifications prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. No relevant surgical intervention has occurred to date. No further relevant information has been received to date.